Event description:
Philips received a complaint reporting a misalignment of the touch position on v60 ventilator touchscreen. The device was not in clinical use. There was no report of harm; no patient or user impact. The device did not meet specification for intended use. A manufacturer's product support engineer (pse) evaluated the device for periodic maintenance and confirmed misalignment in the touch position. The issue was not resolved with a calibration attempt; therefore, the pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed touchscreen was returned to the pil for analysis in regard to the touchscreen accusation of: touch screen misalignment issue. The pil technician visually examined the component and reported there was no evidence of damage or contamination. The pil technician verified that the touch screen passed all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional touch screen, this investigation has resulted in a no problem found conclusion.